Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the r-wave amplitudes had decreased at a faster than expected rate from implant to follow-up. The r-wave had changed from 12 millivolts at implant to 3.3 millivolts at follow-up. Subsequently a revision procedure was performed where the rv lead was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the r-wave amplitudes had decreased at a faster than expected rate from implant to follow-up. The r-wave had changed from 12 millivolts at implant to 3.3 millivolts at follow-up. Subsequently a revision procedure was performed where the rv lead was explanted and successfully replaced. No additional adverse effects were reported. The lead was returned for analysis.